Event description:
It was reported that a patient underwent a kyphoplasty procedure at level t11. Intraoperatively, the bone cement was detected to extravasate anterior and superior. The leak was determined to be asymptomatic. It was noted that the bone cement was mixed for two minutes; operating room temperature was 63 degrees f; the physician waited for approximately six and a half minutes before injecting the bone cement into the patient. Reportedly, "the cement was a little bit runny when injected into the patient." No additional information was reported.

Manufacturer narrative:
Device not returned, followed up with company representative.